Event description:
It was reported when using the bd pyxis¿ medstation¿ es fh drawer 6 encountered a malfunction, showing an error message stating that "it would not remain closed." The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the station indicating a failure in the main drawer 6 full height cubie drawer, which was unable to remain closed. A field service engineer replaced latch inspection magnet and reseated the retractor band cable at both the drawer and module controller to resolve. The system functioned as intended after the field service engineer troubleshot the device.